Manufacturer narrative:
Product analysis; received for analysis was one guard wire in a hoop without original packaging. The ez-adaptor and ez-flator used during the case were not returned. No visual damage was noted to the guard wire gold marker and hypo tube/extension wire joint. There was fluid in the guard wire balloon, indicating clinical use. The balloon was cloudy and baggy. The balloon was prep for inflation during analysis using in-house ez adaptor and flator. During inflation a noticeable leak was detected coming out of the balloon surface. Closer visual inspection under magnification detected a tear or a cut to the balloon material in the mid-section, between the seal bands. Due to the detected damage to the balloon material, inflation was not possible during testing in the analysis lab. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was treating a lesion in the carotid artery (ica) which exhibited 90% stenosis and moderate calcification, slight calcification. There was no stenosis at the proximal of the lesion site and no previous stent implantation at the proximal of the lesion. No abnormalities noted during device inspection and preps before the operation. The balloon of the carotid guardwire was unexpectedly moved due to small balloon diameter;it looks the balloon could occlude the vessel but contact was not enough due to suppose pressure shortage, it moved when the device was inserted. Pre-dilation was performed. As stent was implanted, the balloon was unexpectedly deflated. Aspiration was immediately carried out, and the balloon was determined to be ruptured. There was no replacement, and then he stopped using the relevant device and used another device as replacement. No difficulty reported in removing the relevant device from the patient. After deployment of the stent, post-dilation was performed and the procedure was completed. There was no adverse event to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.